Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. Cardioquip has notified the customer of the potential contamination and recommendation via email and phone call. As of the date of this report, there has been no response from the customer to the recommendation of repair.

Event description:
A cardioquip technician identified that this device has internal tubing which is dirty. The technician took pictures of the internal tubing and forwarded to the cardioquip epidemiologist, who recommended that the device be sent in for an internal water pathway replacement.